Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user reports pain and discomfort in the insertion area, happening since the insertion date on (B)(6) 2022 and hasn't gone away and the user wants the sensor to be removed.

Manufacturer narrative:
Pain and discomfort at insertion site are a known and anticipated potential adverse effect, which does not require additional investigation.user is not sure if the issue is related to tegaderm or steri-strips. User's inserting hcp is aware of the event but her primary care isn't, user was advised to always let the hcp know of these kind of events for medical guidance.per case notes, no medication was prescribed. User was advised to seek medical guidance. No further resolution was found necessary for this complaint.